Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, a service technician observed visible foam particles within the blower assembly. Additionally, dust contamination was observed; however, this finding was considered unrelated to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. Based on the investigation findings of visible foam particles within the device, this event is reportable under FDA 21 cfr part 803 as a product malfunction. No information was received indicating that the malfunction resulted in patient injury, serious injury, or the need for medical intervention.